Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, crease fold, missing a piece of shell (0-25%) and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, broken crease sharp on the radius, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease sharp broken on the radius due to fold flaw opening and a missing shell due to inconclusive. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.